Manufacturer narrative:
No contact information was provided for the initial reporter. Therefore, additional event, product and/or patient details are not attainable. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported, via nbir "capsular contracture, baker grade iii. Suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style, ptosis". This record is for the left side. Device was explanted and replaced.